Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, after fired, only part of tissue had a good staple line; the rest of the tissue was without a staple line. The patient oozed little blood; suture was used to sew the wound. The operation time was delayed by ten to twenty minutes. The patient is stable and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Photographic analysis: five pictures were provided; pictures number one and three shows the rsc box of an atw35 device. Pictures number two, four and five shows the device, under the opened blister with a white cartridge aside. The cartridge can be appreciated partially fired, as the drivers are visible in orange color. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.